Manufacturer narrative:
Model number/catalog number: sc-1110-02. Serial number: (B)(4). Batch/lot number: 187516. Model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing overstimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.